Manufacturer narrative:
This report is based on information provided by the local philips authorized service personnel (asp) and has been investigated by the philips complaint handling team. Available details indicate that the device had exhibited symptoms of a failure. Details provided by the asp in an email response indicate that the equipment is not under warranty and the customer refuses to pay for repair, so the repair was not performed. No further investigation is possible. Based on the information available, the cause of the reported problem was a potential component failure. The root cause of the reported problem could not be confirmed because no repairs were performed. Based on the information available and results of additional analysis, no further action is necessary at this time. No CAPA will be initiated based on this record; a corrective action request will be initiated if a trend is discovered through periodic monitoring. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The equipment is not under warranty and the customer refuses to pay for repair, so the repair was not performed. No further investigation is possible. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : details provided by asp in email indicate equipment not under warranty.

Manufacturer narrative:
Reporting address line 1: (B)(6). Reporting address state: (B)(6). Reporting address postal: (B)(6) reporting institution phone: (B)(6). Reporter phone: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the dfm100 indicating that the equipment is unable to charge. The device was in clinical use for patient at the time of the event, however no patient harm was reported. We are considering this event to be a serious injury based on the report that the treatment was interrupted requiring the use of another defibrillator. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.